Event description:
A tandem mobi cartridge alarm was reported by a caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller was instructed to remove the cartridge from the pump and deliver a 9-unit bolus, which successfully completed. Unable to reload the original cartridge, the caller was assisted in loading a new cartridge correctly and successfully resumed insulin therapy.